Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of 8mm monopolar curved scissors (mcs) instrument would not open nor close. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the complaint was not confirmed by failure analysis. Customer reported that it became difficult to open and close. The reported issue could not be replicated or confirmed. In-house testing showed the instrument passed recognition, engagement, motion, blade operation, cut testing, energy recognition, and continuity testing, and was fully functional. No product issue was identified.